Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the manufacturing documents of the device as well as on the provided data. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. The available pacing impedance trend curve showed stable values around 500ohms between august 2018 and august 2019. The values of the shock impedance were around 75ohms in this period and the pacing threshold was stable around 0.8v. The available iegms showed synchronous artifacts on the right ventricular channel leading to oversensing as reported in the complaint description. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead itself would be necessary to determine the root cause. Should additional information or the device itself become available for analysis, the investigation will be updated.

Manufacturer narrative:
Lead was explanted and returned for analysis. An explant date was not provided. Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. The analysis showed multiple abrasion marks along the lead. In particular approximately 57 cm proximal to the lead tip the insulation was found rubbed through, which is assumed to be the root cause of the reported oversensing. The characteristics of the insulation damage indicate severe mechanical stress in the implanted state. However, based on the available information and without diagnostic images, the root cause of the elevated stress is difficult to determine. Should additional information or diagnostic images become available, the investigation will be updated. Further damages such as a fractured inner coil directly next to the df4 connector pin, most likely resulted from the extraction procedure during the retraction of the fixation helix. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Event description:
After an implantation period of approx. 21 months, oversensing on the rv channel was reported.